Manufacturer narrative:
A visual and microscopic examination of the returned product was completed, and the following features were observed; this is 3-piece construction: coil, core, and ribbon. The ribbon and coil are welded at the distal end, and the ribbon, core and coil are welded at the proximal end. This is a j-shaped product. The guidewire returned with a portion of coil returned sheared from the guidewire, which was overstretched to 117cm. There was no sign of tensile overload on either side of the shear point on the coil, suggesting it had been cut with a sharp instrument. The ribbon was fractured. The portion of the ribbon behind the distal weld was visible, and the ribbon broke just behind the distal weld. The ribbon shows evidence of necking on both sides of the fracture point, suggesting that this fracture is due to tensile overload. The core remained intact. No anomalies were observed to indicate a manufacturing issue with the proximal weld. The proximal weld was intact. No other damaged was noted on returned guidewire. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. As indicated in the IFU (information for use) precautions section: exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.

Event description:
Event description: per cnf, it was reported that: event [farawave] spline deployment or retraction failure. When did it occur during unpacking was the issue during deployment or retraction? Deployment failure where there any abnormalities during preparation? The guidewire became stuck during the deployment failure where there any issues with catheter flushing? None was the catheter deployed without inserting the guidewire? It was not. Could the spline be deployed into a flower shape? It was not able to. After retraction within the body, what was the state of deployment when pulled into the sheath? If it occurred inside the body, were there any anatomical structures thought to be related to the issue? Is it possible to provide images? If so, please attach them to j-pos please provide details on the events leading up to the occurrence. During unpacking, the guidewire was inserted, and an attempt was made to deploy into a flower shape, but it did not fully deploy into a flower shape. Physician comments: unknown patient outcome: no patient injury infected: no generator/controller: unknown ablation catheter used: unknown other used: yes - yes - fara star. As reported device codes: 1457: entrapment of device or device component. As reported patient codes: 9398: no clinical signs, symptoms or conditions.